Manufacturer narrative:
Initial reporter name and address: (B)(6). The actual device was not available for evaluation, however photos were provided. The visual inspection observed that the effluent line pre pump was disconnected from the support plate. There was no mark of solvent on the tubing. The reported leak was verified. The cause was due to the absence of solvent from the manufacturing process caused by operator errors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m150 set c, an external fluid leakage was observed at the tube connections. There was no patient involvement. No additional information is available.